Event description:
The customer reported lamp turns on at random, and when it does, the red spare light turns on involving an olympus xenon light source. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.